Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify software error detected alarm due to blank display. Insulin pump received with corroded battery tube, corroded motor home switch, scratched case and pillowing keypad overlay. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and blank screen. Customer was able to clear the alarm and was able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.